Manufacturer narrative:
Risk assessment; the devices were inspected beforehand by the scrub tech visually and functionally, so the deformities had to occur during insertion. Excessive force during insertion would cause the wire to bend and the screw tip to deform. The most likely root cause is the screw was not inserted properly due to excessive force during insertion, causing the k wire to bend inside the cannula and get jammed.

Event description:
It was reported that; surgeon was passing a precision screw over a guide wire into a pedicle - and once placed, the k-wire was unable to be removed by hand. The surgeon then used a large needle driver to grasp the guidewire, and pulled and backed out the screw at the same time to remove it completely. We then examined the screw and found the tip to be damaged and partially fixed to the wire. The screw and guideire were replaced and surgery continued, completed successfully. The case was delayed by about 5 minutes while we resolved the issue. The guidewire unfortunately is unable to be returned due to accidentally being thrown away in a sharps bin by a tech on-site prior to my catching it.

Event description:
It was reported that; surgeon was passing a precision screw over a guide wire into a pedicle - and once placed, the k-wire was unable to be removed by hand. The surgeon then used a large needle driver to grasp the guidewire, and pulled and backed out the screw at the same time to remove it completely. We then examined the screw and found the tip to be damaged and partially fixed to the wire. The screw and guidewire were replaced and surgery continued, completed successfully. The case was delayed by about 5 minutes while we resolved the issue. The guidewire unfortunately is unable to be returned due to accidentally being thrown away in a sharps bin by a tech on-site prior to my catching it.